Event description:
It was reported that while the external pulse generator (epg) was connected to the patient, it was pacing inappropriately. The epg did not use the specified pacing rate. The epg was returned for repair. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis was able to produce abnormality.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4). Analysis was able to reproduce abnormality. The flextape of the setting dial was not properly inserted into the connector, after the flex was reinserted, normal function returned.